Manufacturer narrative:
Investigation on-going. Product currently will stay at the facility. Should the product be sent in later with additional information/investigation results a supplemental medwatch will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4). As of today, no other similar case has been found. The manufacture continues to review and investigate.

Event description:
It was reported that there was event with a 26167fns ultramicro needle holder. According to the information received, part of the needle holder broke off into the patient and needed to be retrieved. No patient harm noted at time of this report.

Manufacturer narrative:
Per the investigation product report the product was not returned. According to the customer's description of the fault, the carbide plate in the jaw section has probably detached. The reason for this is probably excessive force on the jaw or the carbide insert. Since the product was not sent in for examination, no in-depth examination can be carried out. The IFU, points out in warning for risk of injury to patient "overloading the instrument as a result of applying or exerting too much force on it may cause the medical device to break, bend or malfunction". The event is filed under internal karl storz complaint ID (B)(4).